Manufacturer narrative:
The user reported experiencing a high glucose event and provided the following example: on nov-22-2025 at 4:52 pm, sg was 166 mg/dl and bg was 222 mg/dl. A review of the data management system (dms) data confirmed that on 22-nov-2025 at 4:52 pm, the user's sg was 166 mg/dl and bg was 222 mg/dl. Review of the alert history indicated that no high glucose alert was received around the reported time because the user's sg value was below 190 mg/dl. The user did not seek medical treatment and resolved the event by injecting insulin. The user's healthcare provider (hcp) was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance.in an associated case of sensor inaccuracy inclusive of the hyperglycemic event. A review of the in-vivo data revealed transient optical instability in reference channels during the reported time. The system was in the process of getting stabilized after insertion on (B)(6) 2025. The observed instability is potentially related to the in vivo state of the sensor hydrogel, and this contributed to the sg/bg mismatch at the time of the event. The user was helped with a sensor re-link, and advised to continue the use of the system.a review of data from the two weeks (nov 24, 2025 - dec 8, 2025) following the event further confirmed stable and improved agreement between sg and bg values. B4.date of this report 23 feb 2026. G3.date received by the manufacturer? 23 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event on (B)(6) 2025 at 4:52 pm due to possible sensor inaccuracies. The sensor glucose (sg) reading was 166 mg/dl whereas blood glucose (bg) value measured was 222 mg/dl. The patient complained that eversense e3 cgm system did not provide high glucose alerts. The patient self resolved the event by administering insulin. No medical assistance was required.